Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump found no damage on the pump. Review of device history log found ?high alarm displayed: downstream occlusion." Functional testing included occlusion testing. The customer stated issue could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed the occlusion testing twice. There was no patient involvement and no reported adverse effects.